Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed by MRI and capsular contracture baker grade I. Device was explanted and replaced with another manufacturer's device. This relates to the right side.